Event description:
It was reported when using the bd pyxis¿ medstation¿ es, 3e pyxis machine was in disconnected mode and was not receiving new orders or patient information. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation & section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was found to be in disconnect mode and was not receiving any new orders or patient data. A technical support specialist (tss) made multiple attempts to contact the customer regarding the issue. As no response was received and the issue appeared to be resolved, the decision was made to proceed with closing the case. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, 3e pyxis machine was in disconnected mode and was not receiving new orders or patient information. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.